Event description:
The device was returned as a rental end. During the repair eval, it was discovered the device would not dump excess pressure. There was no pt involvement. Malfunction detected on the technician's bench.